Manufacturer narrative:
No device evaluation was performed since the device was not returned to the manufacturer. A review of the lot history records was performed and no device malfunctions were discovered. A review of the complaints database was performed and we have not received any other reports on this device lot number. Atrium medical consulted with a clinician on this event. He stated that postoperative small bowel obstruction is a known complication after any intraperitoneal operation. We also inquired if the mesh could have been the cause of the bowel obstruction and he did feel the c-qur mesh was the cause of this event.

Event description:
Laparoscopic incisional hernia multiple defects along midline. Surgeon reported bowel obstruction immediately after implantation. Ventral hernia midline size of hernia is >10cm, laparoscopic hernia repair, mesh position is intraperitoneal (inside the abdominal cavity), permanent sutures, absorbable tacks. Postoperative complications: enterotomy/bowel injury, acute bowel obstruction. Occurred during recovery. Two weeks symptomatic. No intervention needed and mesh was not explanted.